Manufacturer narrative:
Sample analysis: no sample is available. Conclusion. No conclusion can be drawn. Should any further information be reported, it will be provided in a supplemental report.

Event description:
A report has been received from (B)(6). The following incident has been reported. Massive amount of air bubbles came out from 8268vit25 during surgery. The actual item is disposed of and cannot be returned to dorc. There is no information of an injury that had occurred to the patient. No further information is available.